Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy with the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and liberty cycler set and the adverse event. Additionally, there is no allegation of a device malfunction or leak with the liberty cycler set reported for this event. Based on the available information a cause of the peritonitis cannot be determined, but it is unlikely that the liberty select cycler or cycler set was the cause. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call stated that there was blood in their catheter. The patient wanted to know if they could still connect to the cycler with the issue being present. Technical support advised the patient to contact their peritoneal dialysis registered nurse (pdrn) and if unable to reach the pdrn, to go to a hospital. Upon follow up, the patient¿s pdrn stated that the patient was hospitalized on (B)(6) 2019 for a diagnosis of peritonitis (unknown signs/symptoms). The cause of the peritonitis and the organism had not been determined. No hospital records were available and further information was not provided. Additional details surrounding the patient¿s hospital course and condition were requested, however, to date have not been provided.